Manufacturer narrative:
Continuation of medical devices: 483-03 lead implant date: (B)(6) 1985. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.